Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the customer was able to remove more air than expected during the air removal step of the load process. Tandem technical support guided the customer through successfully loading a new cartridge onto the pump. Additionally it was reported that small air bubbles were observed in the tubing. Customer primed the tubing to resolve the issue. Blood glucose level was 200 mg/dl.